Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the micropore-paper tape 1x10yds is giving itching and blisters when used. She threw away the other rolls. Patient thinks that the longer she has it on, the more it bothered her. No more information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).